Manufacturer narrative:
A battery was inserted multiple times and the insulin pump passed the reset error test with no alarms or unexpected restarts noted. All operating currents were within specification and no unexpected battery alarms were noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed an error during every battery replacement. The blood glucose reading was 7.1 mmol/l. The caller was advised to replace the insulin pump, since the alarm was not supposed to recur so often. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.